Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Power error due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump alarmed backup battery failure during the normal use. Customer¿s blood glucose was 104mg/dl at time of incident. Customer advised to monitor the pump. Insulin pump will not be return for analysis.